Event description:
I have been using a philips dreamstation CPAP since (B)(6) 2019, which is subject to a recall as of apr 2021; in (B)(6) 2021 a large nodule was discovered on the right side of my thyroid during a c-spine MRI. I underwent a right hemithyroidectomy in (B)(6). Pathology determined that the nodule was a hurtle cell carcinoma. In (B)(6)I had a completion thyroidectomy. I had radioactive iodine therapy in (B)(6) 2021. FDA safety report ID# (B)(4).